Event description:
It was reported that witness observed the collapse of a (B)(6) male pt who was gray, had blue lips and did not have a pulse. CPR was initiated immediately by bystanders. The device was connected to the pt with quick-combo defibrillation electrodes. The delay with the connection of the device was not known. The device gave its initial prompts to remove clothing and attach electrodes, but continued repeating the "connect electrodes" message. A second set of quick-combo defibrillation electrodes was connected to the pt; however the failure persisted. An ambulance service arrived approx four (4) mins later and removed the electrodes. A new set of electrodes were connected to the pt and they were defibrillated three (3) times. The pt was taken to the hosp with a heartbeat. The pt passed away the next day, (B)(6) 2011. The electrodes were not recovered and believed to be disposed of by the ambulance crew. It was also noted by the customer that one set of the electrodes used in the incident had expired on 10/28/2011.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.